Manufacturer narrative:
The biomedical engineer (bme) reported issues with blood pressure readings with nk cuffs: there have been issues with obtaining accurate bp readings when heart rates are extreme. Specifically, the nk cuffs are timing out after 10-15 minutes without providing a reading. Below is a list of all the troubleshooting and updates to date: on (B)(6) 2025: currently the anesthesiologists are resorting to using zoll devices to obtain a reading during surgery. On (B)(6) 2025: (B)(6) on-site: ·there were no episodes of the bedside monitor's inability to obtain a nibp with a low heart rate during his observed cases. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided due to the customer requesting not to be contacted. D10 concomitant medical device.

Event description:
The biomedical engineer (bme) reported issues with blood pressure readings with nk cuffs: there have been issues with obtaining accurate bp readings when heart rates are extreme. Specifically, the nk cuffs are timing out after 10-15 minutes without providing a reading. Below is a list of all the troubleshooting and updates to date: on (B)(6) 2025: currently the anesthesiologists are resorting to using zoll devices to obtain a reading during surgery. On (B)(6) 2025: (B)(6) on-site: ·there were no episodes of the bedside monitor's inability to obtain a nibp with a low heart rate during his observed cases. No patient harm was reported.